Manufacturer narrative:
Additional information: the (B)(4) device was not returned, despite multiple attempts by edwards to obtain the device for evaluation, therefore a product evaluation could not be performed. The lot number was not provided therefore a device history record review could not be performed. The customer provided a photograph of the device. The reported event and photograph were evaluated by manufacturing engineering and quality engineering at edwards utah. The photograph does not provide sufficient detail to confirm the leak reported at the tubing to over mold junction. It was reported that the device was used under ECMO which is contrary to the indications for use listed in the instruction for use (B)(4). The following statement from (B)(4) is listed in the indications for use section: edwards lifesciences femoral access cannulae are intended for use in situations which require rapid femoral venous and arterial access for short-term (< 6 hours) cardiopulmonary bypass. Edwards lifesciences does not have data supporting use of the (B)(4) cannula for periods longer than 6 hours therefore the root cause was attributed off-indication use of the device. The (B)(4) manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of (B)(4) device are acceptable. From (B)(6) 2008 to present, no additional reports of leakage have been reported with (B)(4) catheters. Routine quality data reviews of the (B)(4) device do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated. Feedback received on (B)(4) devices will continue to be monitored.

Manufacturer narrative:
Reportedly, this device was used in ECMO. The cannulae are often used off-label in certain pediatric indications such as ECMO for an extended period of time, much longer than the 6 hours indicated in the IFU. The device was reported to be available for analysis by the customer. Several attempts have been made to have the device returned. If and when it is received an analysis will be performed and this report will be updated.

Event description:
It was reported that in the last couple of months seattle children's hospital has experienced a possible "design flaw" in the 8fr femii-008a cannula that they frequently use on their ECMO patients. They had to change out a cannula (for the second time) due to leakage of blood from the bore diameter transition. The first time this issue occurred they assumed that it was due to a possible 'nick' by a needle upon insertion. Now that they have had this occur a second time; they are concerned that the issue is related to the integrity of this transition. Per (B)(6), perfusionist, the device is prepped with chlorhexidine. It is their hospital approved prep solution. Device will be sent back analysis.